Event description:
It was reported that after the transcatheter aortic valve evolut pro+ 26mm implant, the patient experienced hypotension and bradycardia. These conditions were treated with medication and a temporary pacemaker. Imaging revealed a significant paravalvular leak (pvl), which was addressed with three post-implant balloon dilations using a size 22mm x 40 mm non-medtronic balloon, resulting in a mild pvl. The procedure was completed, and the patient was transferred to the intensive care unit. The next morning, the patient again experienced hypotension and bradycardia. Cardiopulmonary resuscitation maneuvers were performed but were unsuccessful, and the patient died. The cause of death was unknown.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012436657); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012155070); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.